Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) regarding a trial patient with a wireless external neurostimulator (wens). They were post-procedure after burying the lead trial using the surgical paddle lead. The stimulation has been off since the trial procedure ended. In post-op, the patient was complaining of sharp pain in their belly button. The patient has been screaming in pain. The patient has been told by the residents caring for the patient that the pain is due to the test stimulation done during the procedure. However, the rep indicated that they did a very brief amount of test stimulation; about 1 second in duration. The rep stated that the lead is positioned in the thoracic area for leg and/or back pain. The rep would discuss further options with the healthcare professional (hcp). No further complications were reported/are anticipated. Additional information received from a manufacturer representative (rep) on 2018-jul-16. The rep responded that it is still unclear what is causing the pain but highly unlikely and not suspected to be an issue with the device. They removed the paddles and replaced with percutaneous leads. The patient has had other medical tests done with no conclusion of the cause and the pain has been diagnosed. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2018-jul-26. The rep indicated that all devices were removed and discarded. No further complications were reported/are anticipated.